Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted the patient had a recent device change out. Technical services (ts) was consulted and suspected there was poor lead connection. Ts recommended bringing the patient into the office for further evaluation and performing an x-ray to check the lead connection. The patient was brought into the clinic and manipulations were performed. The impedance measurements were all stable. This rv lead remains in service and no adverse patient effects were reported.